Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the pt demanded the li battery pack in the controller be replaced. Pt said they had no therapy since thursday night and were in pain because they could not charge their implantable neurostimulator (ins). Pt said the controller had been replaced, but the pt continued to have persistent issues. A manufacturer representative (rep) was made aware thursday or friday of last week and pt said they continued to have horrible, horrible problems. Pt said the controller also went white/unresponsive. Pt said they put the li battery pack in their old controller and the controller did not even turn on(pt did not have controller to collect serial number from controller). A replacement battery pack was sent out. Additional information was received from a patient (pt). It was reported that the same issue was still continuing after replacement of li battery; the pt very quickly explained all the different ways they had tried to reset and un-plug/re-plug from both recharging cords, and ultimately the pt was unable to get their ins charged or functional for themselves. The pt said since they got their new "ipg" they had nothing but problems, even after having all external equipment replaced; controller, "disk" (agent understood "recharger") and now li battery pack, along with many attempts of reprogramming and meeting with their medtronic rep (mentioned in prior notes) who keeps telling the pt that the issue is related to their external equipment. The pt last spoke with their rep about next possible steps to take last thursday. While on call, the pt was trying to get their controller/recharger to connect and begin charging, but screen stayed on 'checking quality' and spun and spun until eventually presented again 'batteries low, replace controller batteries soon.' Per nearly all cases and notes documented in the last year, the pt had called in already escalated and demanding to speak with a manager, and the pt was requesting the same for today's call. The pt did not want to do troubleshooting with agent unless agent had new ideas for what to try; reviewing previous call notes, agent confirmed they would not have new steps to walk the pt through. The pt apologized for coming in very agitated, but their implant is their main modality for pain management, and they've been without relief for a long time now. Agent reviewed information and the pt agreed to wait for a callback within 24 hours period. Patient services (pss) made an outbound call as the pt repeated that they are extremely frustrated with their experience with this latest ins and external equipment since the device was implanted (B)(6) 2023. The pt stated from the start their brand new equipment that they got with the new ins was not working. Pt stated they have been sent 2 new controllers and an li battery but nothing has resolved the continued issues that they are experiencing. The pt reported with their current controller they are getting a white screen and seeing over lapping screens. Pt stated they are getting "replace the controller battery soon" message and that was just replaced. The pt stated that during recharge of the ins the green light will stop blinking and their controller screen will go blank / unresponsive. Pt has been working with a field rep and she stated they are getting a revision of their new ins in a couple of weeks. The pt stated the healthcare provider (hcp) is implanting their current ins deeper in their chest cavity. Patient services (pss) reviewed with patient that this will be a final shipment of equipment and then the field rep will need to work with stim tech to determine if there is an issue with the ins. A replacement controller and rtm were sent out. Additional information was received from a patient (pt). It was reported that they received the new controller and rtm cord. The pt verified that they have the new equipment and they were able to connect and charge their ins with no issues. The pt stated they will continue to monitor things and reach out to their rep if she encounters any of the previous issues reported.